Event description:
It was reported that a revision surgery was performed on monday (B)(6) 2015 to remove a broken variable angle condylar plate. This report is for an unknown variable angle condylar plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
07/28/2015, update - patient status reported as "fine".

Manufacturer narrative:
Additional product codes: jdp and hwc. Unknown date; reported as approximately six prior to revision procedure on (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken, ten-hole right variable angle plate was removed approximately six weeks after the original implant date. It was also reported the patient had a non-union. The patient's femur was revised with an intramedullary rod being implanted in place of the broken plate. The broken plate and intact screws were easily removed with no harm to the patient or surgical delay. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown variable angle condylar plate/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.